Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes 6.5 v capture thresholds, 0.5 sensing thresholds, >2000 ohms impedance and noise on the atrial channel.